Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("discomfort during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction/allergy"), headache ("headache."), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, abdominal pain and menorrhagia had resolved and the genital haemorrhage, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement. Bilateral occlusion.. Diagnostic results: on (B)(6) 2011, hysterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new events abdominal pain and menorrhagia (heavy menstrual bleeding) was added. The outcome of events pelvic pain, dyspareunia( painful sexual intercourse) and allergy was updated from unknown to recovered. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("discomfort during intercourse"), alopecia ("hair loss"), hypersensitivity ("allergic reaction") and headache ("headache."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, hypersensitivity and headache outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2011, hysterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Further company follow-up with the lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), dyspareunia ("discomfort during intercourse"), alopecia ("hair loss"), hypersensitivity ("allergic reaction") and headache ("headache."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, dyspareunia, alopecia, hypersensitivity and headache outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2011, hysterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 841533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder stones, knee pain, low back pain, visual discomfort, asthma, pain in joint, dysuria, hematuria, malaise, shortness of breath, chest pain, palpitations, nausea, flank pain, abdominal tenderness, urinary frequency, dizziness, giddiness, neck pain, cervical dystonia, myofascial pain syndrome, occipital neuralgia, muscle spasm, leg pain, heart murmur, neck pain, weakness, hyperlipidemia, irritable bowel syndrome, dysfunctional uterine bleeding, diabetes and hyperlipidemia. In 2011, the patient experienced abdominal distension ("bloating,"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced alopecia ("hair loss"), 1 month 12 days after insertion of essure. In 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("discomfort during intercourse/dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction/allergy"), headache ("headache."), abdominal pain ("abdominal pain"), rash macular ("rashes or skin conditions type: blotchy skin"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, hypersensitivity, abdominal pain, menorrhagia, vaginal haemorrhage, rash macular, dysmenorrhoea and abdominal distension had resolved and the headache, tooth disorder and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, rash macular, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Beginning on the patient's left side, the tubal ostia was canalized with the essure device with four trailing coils remaining, in a similar fashion, the right tubal ostia was identified and &sure device placed with two trailing coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement. Bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2012: final impression: minor septations associated with small right ovarian cyst measuring 1.9 x 1.8 x 1.4 cm.. On (B)(6) 2011, hysterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : events added- abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: blotchy skin, dental problems, nickel allergy, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating. Events outcome updated, lot number added, aka name added, reporter added, patient demographic added, events onset date, events severity, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 841533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder stones, knee pain, low back pain, visual discomfort, asthma, pain in joint, dysuria, hematuria, malaise, shortness of breath, chest pain, palpitations, nausea, flank pain, abdominal tenderness, urinary frequency, dizziness, giddiness, neck pain, cervical dystonia, myofascial pain syndrome, occipital neuralgia, muscle spasm, leg pain, heart murmur, neck pain, weakness, hyperlipidemia, irritable bowel syndrome, dysfunctional uterine bleeding, diabetes and hyperlipidemia. In 2011, the patient experienced abdominal distension ("bloating,"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced alopecia ("hair loss"), 1 month 12 days after insertion of essure. In 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("discomfort during intercourse/dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction/allergy"), headache ("headache."), abdominal pain ("abdominal pain"), rash macular ("rashes or skin conditions type: blotchy skin"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, hypersensitivity, abdominal pain, menorrhagia, vaginal haemorrhage, rash macular, dysmenorrhoea and abdominal distension had resolved and the headache, tooth disorder and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, rash macular, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Beginning on the patient's left side, the tubal ostia was canalized with the essure device with four trailing coils remaining, in a similar fashion, the right tubal ostia was identified and &sure device placed with two trailing coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement. Bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2012: final impression: minor septations associated with small right ovarian cyst measuring 1.9 x 1.8 x 1.4 cm.. On (B)(6) 2011, hsyterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 841533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder stones, knee pain, low back pain, visual discomfort, asthma, pain in joint, dysuria, hematuria, malaise, shortness of breath, chest pain, palpitations, nausea, flank pain, abdominal tenderness, urinary frequency, dizziness, giddiness, neck pain, cervical dystonia, myofascial pain syndrome, occipital neuralgia, muscle spasm, leg pain, heart murmur, neck pain, weakness, hyperlipidemia, irritable bowel syndrome, dysfunctional uterine bleeding, diabetes, hyperlipidemia, gallbladder sludge and spontaneous abortion. In 2011, the patient experienced abdominal distension ("bloating,"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced alopecia ("hair loss"), 1 month 12 days after insertion of essure. In 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("discomfort during intercourse/dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction/allergy"), headache ("headache."), abdominal pain ("abdominal pain"), rash macular ("rashes or skin conditions type: blotchy skin"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, hypersensitivity, abdominal pain, menorrhagia, vaginal haemorrhage, rash macular, dysmenorrhoea and abdominal distension had resolved and the headache, tooth disorder and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, rash macular, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Beginning on the patient's left side, the tubal ostia was canalized with the essure device with four trailing coils remaining, in a similar fashion, the right tubal ostia was identified and &sure device placed with two trailing coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement. Bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: final impression: minor septations associated with small right ovarian cyst measuring 1.9 x 1.8 x 1.4 cm. On (B)(6) 2011, hysterosalpingogram was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: psf and MRI-medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.